Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 6. The hp stated he had 2 bags connected. The hp confirmed there were no disconnects or open unused clamps. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm. The hp confirmed to complete therapy with manual supplies. The tsr also advised the hp to follow up with his nurse. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/6 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp confirmed there were no disconnects or open unused clamps. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).